Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 days. Device not returned for evaluation. The pump remains in use supporting the patient. A correlation between the device and the reported events could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for increased lactate dehydrogenase (ldh), increased power spikes, high flows and blood in the urine. The patient was not a candidate for a transplant or pump exchange so the patient will be sent home for palliative care.